Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection procedure. The stapling device was being used for the anastomosis of the rectum and the resected sigmoid. The device functioned properly, but there was concern about the donuts. The anvil could be tilted after firing and the anvil was not bent. After device deployment, the surgeon questioned if the stapler fired properly because rectal tissue was stuck down in the staple instead of forming an anastomotic donut. Decided to revise the anastomosis resulting in a need for extra supplies, prolonged surgery and anesthesia time. Medical or surgical intervention was needed to prevent a permanent impairment of a function, repaired the anastomosis. There was tissue damage as a result of the problem. The patient outcome is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received additional tissue was resected. The patient outcome is alive, no injury.